Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined. Two photographs were provided for investigation, which showed the septum push within the q-syte top body. As the photographs support the complainant¿s description of the reported event, the complaint was confirmed; however, without the physical sample, the root cause could not be determined. No defects associated with the manufacturing process could be confirmed from the photographs. No other similar complaints were reported from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device the following information was provided by the initial reporter, translated from chinese to english: interventional nurses on the third day of using the qsyte connector found that the connector divider end had completely collapsed and could not be connected airtight, and wanted a response from the manufacturer to deal with the problem.